Event description:
The customer contact reported a leak. The tubing set was being used to deliver 5fu 4750 mg / 230 ml, at a rate of 5 ml/hr, via a gemstar pump. At 1807, the home health nurse reported to the user facility that a leak of unspecified volume of solution was noted around the filter of the tubing set. No specific details were provided. The solution that leaked was cleaned up according to the user facility's protocol. It was reported that within one hour, a new solution container was compounded and delivered to the patient's home. The home health nurse replaced the tubing set and the solution container and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete.